Event description:
According to the op report, this valve was explanted due to 5 cm ascending aortic aneurysm demonstrated on a CT scan and resultant aortic insufficiency confirmed by tee. The CT scan also showed a 7.5 to 8 cm aneurysm in the distal arch and proximal half of the descending thoracic aorta. The valve was replaced with a 25 mm medtronic freestyle aortic root bioprosthesis and a ascending aortic graft repair, a partial aortic arch and descending aortic graft repair, and a graft to the left subclavian artery were also performed. Postoperatively, the pt experienced re-op tamponade, pancreatitis, continuous coma > 24 hours and required ventilation > 24 hours. Pt was discharged in 4/2001 in "satisfactory" condition.